Event description:
Pt stated he had total hearing loss in right ear and, severe tinnitus which continues at this time following his stapedectomy surgery. Internal review noted that there is a possibility of the microscope not working properly and causing the problem.